Event description:
It was reported that in 2001 following a percutaneous transluminal coronary angioplasty (ptca), an 8f angioseal device was deployed in the patient's right femoral artery. The patient was discharged from the hospital the next day, however readmitted 24 hours later with a fever and chills. A blood culture tested positive for staphylococcus aureus, and patient was placed on an IV antibiotics. The patient did not respond to the antibiotics, therefore a surgical exploration was performed revealing a 10ml cloudy hematoma and 1 ml of white purulent fluid. Repair of the right femoral artery was performed. The patient was discharged from the hospital 7 days later, and placed on IV antibiotics for four weeks. The hospital has indicated that they do not contribute the infection to the angio-seal device but most likely to the patient's poor hygiene or lack of hospital sterile conditions. Additional information received indicated that the patient was readmitted to the hopsital and was diagnosed with a ruptured pseudoaneurysm. Surgery was performed and the patient was subsequently discharged. Several unsuccessful attempts have been made to obtain further information regarding the additional hosptialization.